Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they unexplained experienced high blood glucose of 540 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they went through two infusion sets already and is in need for emergency supplies. The customer was informed where to place their order for new infusion sets on line. The custom declined troubleshooting and did not return the product back for analysis.